Event description:
(B)(4). Also add heavy bleeding. I'm getting ready to have my 2nd ablation since the first one did not fix what essure has done to me! Also, brain fog!

Event description:
(B)(4). Weight gain, bloating, headaches, dizzy, constantly feeling sick, sharp pains, kidney infection, frequent uti's, ovarian cysts.